Event description:
It was reported that a revision surgery was performed to correct a broken base plate.

Manufacturer narrative:
The returned journey uni tibial base and insert were examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into three pieces and bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating interdigitation of the cement into the bone. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of striations and rubbing on the fracture surface. The likely fracture initiation site was below the loading location at the center of the tray where the cement groove and pad meet. The tibal insert showed a wear mark down the center of the articular surface. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the center of the tray at the edge where the cement groove and pad meet.